Event description:
Customer reported that "the needle hub is cracked." No patient injury or harm reported. Another device was used.

Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle for analysis. Visual analysis confirmed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. The proximal portion of the hub was separated and not returned. Microscopic examination revealed that the point of separation was slightly rough and uniform. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed, and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. A non-conformance has been initiated to further investigate this issue. Corrected data: section h.10.-correction is as follows: the customer returned one introducer needle for analysis. Visual analysis confirmed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. The proximal portion of the hub was separated and not returned. Microscopic examination revealed that the point of separation was slightly rough and uniform. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed, and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. A non-conformance has been initiated to further investigate this issue.

Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle for analysis. Visual analysis confirmed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. The proximal portion of the hub was separated and not returned. Microscopic examination revealed that the point of separation was slightly rough and uniform. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed, and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. A CAPA has been opened to further investigate this issue.

Event description:
Customer reported that "the needle hub is cracked." No patient injury or harm reported. Another device was used.

Manufacturer narrative:
Qn#:(B)(4).

Event description:
Customer reported that "the needle hub is cracked." No patient injury or harm reported. Another device was used.